Manufacturer narrative:
A complete analysis and testing of six opened and used reservoirs. Performed pre-fill testing on the reservoirs found two of the six transfer guards were occluded and unable to verify leaking or air bubbles during the pre-fill. However the remaining four reservoirs showed that they are functioning properly and passed all functional testing. The plungers connected and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was having issues with her reservoirs. The patient's blood glucose at the time of incident was 135 mg/dl. The patient stated that one reservoir had a large air bubble and many smaller bubbles. Another reservoir leaked while attempting to fill it with insulin from the vial. Troubleshooting did not occur as these were past events. Six reservoirs will be returned for analysis.